Event description:
The patient reported that they "want this thing out" because they have "other issues" and will need MRI scans. It was also stated that the patient fell and since (B)(6) 2016 has a really bad sensation of discomfort down their leg. The patient is going to follow up with their healthcare provider (hcp) for explant. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.